Manufacturer narrative:
Findings: pump received with minor scratched display window, missing reservoir tube o-ring and partially broken off reservoir tube lip. The test reservoir was not lock/click properly in place. (B)(4).

Event description:
The customer was reported via phone call that, the reservoir area was damaged. The blood glucose was 126 mg/dl at the time of the incident. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.